Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. After confirming the event date with the customer, it was established that the activity log was cleared subsequent to the event date. As a result, the clinical file was not available for evaluation. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.